Event description:
There was an allegation of questionable elecsys hcg stat test system results for 2 patient samples on a cobas e 411 immunoassay analyzer. On (B)(6) 2022, patient 1 had an initial hcg result of < 1.00 miu/ml with flag. The sample was repeated and the repeat result was 689.6 miu/ml. On (B)(6) 2022, patient 2 had an initial hcg result of 1.73 miu/ml with flag. The sample was repeated four times and the repeat results were 1866 miu/ml with flag, 1.15 miu/ml with flag, 2.00 miu/ml with flag, and 2324 miu/ml with flag. It is unknown if any questionable results were reported outside of the laboratory. The hcg reagent lot is 628293 and the expiration date is 31-oct-2023.

Manufacturer narrative:
Calibration was previously performed on (B)(6) 2022. Calibration was not performed 28 days after the previous calibration as recommended in product labeling. Qc from the date of the event was not provided. The alarm trace showed several liquid flow cleaning requests. The field service engineer (fse) found tubing that had fallen off the pulley and a bent mixing rod. Periodic maintenance was also performed. Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue.